Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 300 mg/dl. Customer alleged pump was the suspected cause of the elevated bg. Pump system check with tandem technical support (cts) found pump to be functioning properly; however, customer maintained that there was an issue with the pump. Reportedly the customer continued to use the pump for insulin therapy.